Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella rp flex device for mechanical circulatory support. On support day 6, the patient experienced pink tinged urine. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived and noted to be hemodynamically stable.

Manufacturer narrative:
H6: added type of investigation codes b13 and b24. H11: added the results of the investigation. Investigation summary. Hematuria the cause of the injury was not determined due to insufficient clinical details. Device history review the pump sn (B)(6) passed all post sterile inspection checks.